Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: phlebotomists are observing clotting of samples.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: phlebotomists are observing clotting of samples.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. The retention samples were tested for the quantity of additive that is present in the tube and all samples were found to be within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.